Event description:
Permobil ab received a report claiming while the end-user was leaning on the armrest while attempting to reach for something, the armrest reportedly fell downwards which caused the end-user to lose positioning and fall from the seating, resulting in an injury requiring medical intervention.

Manufacturer narrative:
Permobil ab received report of the armrest having fallen down as the end-user was applying pressure whilst reaching for an object. Report indicates the end-user lost positioning and fell from the seating which resulted in their having sustained a fractured hip. Inspection of the device confirmed a failure having occurred to the threaded link rod that is used for angle adjustment of the armrests. The failure was reported as having occurred at the end of the rod where it connects to the armrest to where the threaded rod broke at the connection point. Review of client file does not show any history of this component having been serviced since initial distribution in 2018, leading permobil to deduce the failure as being caused by stress, over 7 years, leading to eventual material fatigue. The DHR was reviewed, and device was found to have met specification prior to distribution.